Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that battery longevity was between three and six days and states that it used to last longer. Customer also reported that insulin pump was not alerting when reservoir was empty. Customer's blood glucose was 261 mg/dl. Troubleshooting was performed and insulin pump passed displacement test. Customer was advised to call back when in receipt of tubing clamp in order to complete troubleshooting.